Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, oversensing-noise that resulted in non-sustained ventricular tachycardia being detected, and was possibly fractured. Detections were turned off for the lead and the patient was fitted with a wearable defibrillator until the lead can be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also exhibited elevated sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.